Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
During an implant procedure, the right atrial (ra) lead could not be implanted due to an unknown product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. The lead passed testing.

Event description:
Boston scientific received additional information from product investigation closure. The lead passed testing. No adverse patient effects were reported. During an implant procedure, the right atrial (ra) lead could not be implanted due to an unknown product performance issue. No adverse patient effects were reported.